Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). It was reported that the explanted devices are not available for return. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision was performed on (B)(6) 2015, due to a non-union; a synthes nail, end cap and three (3) locking screws were removed. The original implant procedure was performed on (B)(6) 2014. The procedure was completed successfully without further incident. The patient's post-operative condition was reported as stable. There was no surgical delay reported. This report is 1 of 3 for (B)(4).